Event description:
It was reported that during testing conducted at the MFR facility, the device was running at low speed without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Several third party parts were found during device eval, including the motor assembly and the potted trigger, which are probable causes of the device running without user activation.